Event description:
It was reported that a spectrum iq pump had multiple upstream occlusion (uso) alarms during therapy. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.